Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 16 mmol/l. The customer reported that they had damage around the battery and reservoir compartment. The customer stated that the reservoir compartment was unable to lock in place when inserted into pump. It was also reported that they had low blood glucose and was treated. It was reported that the blood glucose was treated with pump for high blood glucose. The customer also declined troubleshooting for the high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, faded end cap address label, and minor scratched lcd window.